Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia approximately 20-30 minutes after applying a pod to the abdomen. Blood glucose levels began to rise shortly after pod application, peaking at 25-26 mmol/l (450-468 mg/dl). After 4-5 hours of wear, the pod was removed and replaced with a new one, but hyperglycemia persisted, and ketone levels were measured between 0.1-0.2 mmol/l (1.8-3.6 mg/dl). The patient did not have any symptoms but since the new pod did not resolve the hyperglycemia, emergency services were contacted. The patient was hospitalized at (B)(6) for 4 days. The legal guardian did not know what treatment the patient received during the hospital stay. The pod was removed and discarded at the hospital.